Event description:
A complex pci was performed involving multi vessel rotational atherectomy. The device was delivered to treat a perforation of the cx. The pk papyrus was delivered and got stuck proximal to the target location. Removal of the device was attempted, but the stent came off the balloon. It was possible to get the balloon catheter back through the device and successful deployment occurred (see MFR report#: 1028232-2022-02133). The 2nd pk papyrus was then used to cover the remaining portion of the perforation and successfully deployed. Postoperatively, it was detected that the perforation was not completely sealed. An additional intervention was required.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form and cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome not as a device related but a procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.